Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for t-wave oversensing of the right ventricular (rv) lead. In addition, the sensing and r waves were slightly diminished. The lead was assessed during a device changeout procedure and the sensitivity was adjusted higher with the new device. The lead remains in use. No further patient complications have been reported as a result of this event.